Event description:
Two -2- medtronic legacy multiaxial fixation screws -lumbosacral fixation screws- cracked in half. Both at the same time. Event occurred almost exactly 4 months after 1st surgery. Required a 2nd surgery to remove and replace all hardware -6 screws, rods, and joining blocks- !